Event description:
Info received indicates the head and knee up functions are not working.

Manufacturer narrative:
The technician found the bed had no head up function. The technician replaced the head up valve to repair the bed.